Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. The device could not be repaired. The device was returned unrepaired to the customer per their request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation it was found that the device would not power on.

Manufacturer narrative:
The root cause is unable to be determined. The customer was advised to scrap the unit.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation it was found that the device would not power on.